Event description:
It was reported to philips that the device does not turn on. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device does not turn on. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty pca board. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pca board. The pca board was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.